Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's spouse that the customer received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 30 to 70 mg/dl at the time of the incident. The customer was at 88 mg/dl at the time of the call. The customer used food to treat. The caller did not mention any symptoms. The customer was wearing the insulin pump during the incident. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The caller stated that the pump dumped 3 ml of insulin into their body. Troubleshooting was not completed as the caller had to work with the paramedics. The insulin pump will not be returned for analysis.